Event description:
It was reported experienced undesirable changes in stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2013 and had the lead replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.